Manufacturer narrative:
Additional information: MDR 1020279-2016-00104 was filed in error. The explanted products were not smith & nephew.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.